Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a hole in the catheter shaft. An angiojet® solent¿ omni was selected for a thrombectomy procedure in the superficial femoral artery (sfa). Aspiration was performed for one pass. After the first pass, it was noted that there was a hole in the tip of the catheter. The device was removed from the patient. An angiojet® solent¿ dista was then selected for use; however was unable to prime. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that there was a hole in the catheter shaft. An angiojet® solent¿ omni was selected for a thrombectomy procedure in the superficial femoral artery (sfa). Aspiration was performed for one pass. After the first pass, it was noted that there was a hole in the tip of the catheter. The device was removed from the patient. An angiojet® solent¿ dista was then selected for use; however was unable to prime. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes: updated. Device evaluated by MFR: returned product consisted of a solent omni thrombectomy system. The pump, effluent/supply line, shaft and tip were microscopically, tactile and visually inspected. No hole was noticed at the tip. There were multiple kinks and bends throughout the catheter length. It was noticed that the shaft showed damage in the form of the spiral cut shaft stretching. The device leaked from the stretched damage. The damage was approximately 72cm from the tip. There was stretching on the shaft also. The stretching was from 72cm from the tip to proximal 77cm. Visual inspection of the device revealed that the boot vent hole was not complete and cut all the way through the boot wall. Functional testing was performed by placing the device in the angiojet console. Functional testing consisted of running the complaint device through the full priming cycle and 180 seconds in thrombectomy mode. The pump boot showed a hole approximately in the center of the boot. The boot leaked from the hole that was noticed. The device ran within normal range (9.7 kpsi). Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes: updated. Device evaluated by MFR: returned product consisted of a solent omni thrombectomy system. The pump, effluent/supply line, shaft and tip were microscopically, tactile and visually inspected. No hole was noticed at the tip. There were multiple kinks and bends throughout the catheter length. It was noticed that the shaft showed damage in the form of the spiral cut shaft stretching. The device leaked from the stretched damage. The damage was approximately 72cm from the tip. There was stretching on the shaft also. The stretching was from 72cm from the tip to proximal 77cm. Visual inspection of the device revealed that the boot vent hole was not complete and cut all the way through the boot wall. Functional testing was performed by placing the device in the angiojet console. Functional testing consisted of running the complaint device through the full priming cycle and 180 seconds in thrombectomy mode. The pump boot showed a hole approximately in the center of the boot. The boot leaked from the hole that was noticed. The device ran within normal range (9.7 kpsi). Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that there was a hole in the catheter shaft. An angiojet® solent¿ omni was selected for a thrombectomy procedure in the superficial femoral artery (sfa). Aspiration was performed for one pass. After the first pass, it was noted that there was a hole in the tip of the catheter. The device was removed from the patient. An angiojet® solent¿ dista was then selected for use; however was unable to prime. No patient complications were reported and the patient's status was stable.